Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The shaft was examined. The hypotube was completely separated 79cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was selected for dilation. However, when the physician attempted to push the device inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was selected for dilation. However, when the physician attempted to push the device inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.